Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email.

Event description:
Reported false positive sars result for 1 employee. It is unknown if the employee was symptomatic. The customer communicated the result was confirmed negative by molecular (pcr testing).

Manufacturer narrative:
H6- removed all codes added from follow-up #1 as they were placed in error.

Manufacturer narrative:
H6 - remove lot number 3682881 as the provided lot number was not associated with the reported product. Remove code 3331 from h6 as an analysis of production records was not performed. Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: email.